Event description:
On (B)(6) 2010, pt reported received an e4 (occlusion) error today. Pt stated she had occlusion just before the call. Pt previously reported she receives occlusion errors when bolusing over 10 units of insulin. Pt reported she changed her infusion site and infusion set on (B)(6) /2010 and later dropped her infusion device and it pulled the infusion site out. Pt stated she reinserted it and taped it back on. Pt reported her blood glucose reading was 225 mg/dl this morning and then she removed the infusion site and noticed that the cannula was bent. Pt stated she inserted a new infusion site and tested her blood glucose with a reading of 170 mg/dl just before the call. Pt stated she attempted to bolus 17.2 units of insulin and the infusion device occluded. Pt reported she did not know how to check the bolus history so she just gave herself another 7 units and it went through fine. Assisted patient with checking the bolus history. Pt had received 11 units of the 17, she programmed and then she took 7 more units. Advised pt to check her blood glucose since she took 1 extra unit. Pt's target blood glucose range is 150 mg/dl or less. Pt reported she has never changed the infusion adapter. Advised pt to change the adapter with every 10th cartridge change. Had pt disconnect from her infusion site and attempt to prime the infusion tubing; was successful. On follow up call to pt on (B)(6) 2010 pt reported her blood glucose has returned to normal and it has been running around 86 mg/dl. Pt stated she has not had any more occlusions on her infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.